Event description:
Pt's hand caught between the detector and a wooden table during gantry rotation of a lung scan. The hand allegedly received multiple lacerations on the back and two fingers were broken.